Event description:
A us distributor returned a monitor indicating it could not complete testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor powered on and displayed service code 203 - pulse test fault. The cause of the inability to complete testing and the service code 203 is an open resistor r19 on the defibrillator board. The root cause of the open resistor cannot be positively identified. No adverse event resulted from the defective monitor.